Event description:
A report was received that the patient underwent an explant of the paddle lead, and clik anchor due to a fracture in the lead. Patient is reportedly well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-4316, lot#:14329013, description:clik anchor explanted paddle lead and clik anchors will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant of the paddle lead, and clik anchor due to a fracture in the lead. Patient is reportedly well following the procedure.